Manufacturer narrative:
The manufacturing records for the onxane-23 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Operative notes received found the patient had three specific clotting incidents. This investigation is relegated to the splenic infarct. An onxane-23 sn (B)(6) was implanted in a 39-year-old female patient in the aortic position on (B)(6) 2018. A medical chart of the patient was provided. Within the report is a visit to the emergency room on (B)(6) 2019 with a complaint of pain in the right lower leg. During the history & physical interview, the interviewer stated that ¿¿she had a splenic infarct 2 weeks prior and had a tee (transesophageal echocardiogram) that showed no problems with her valve." A source for the thromboembolism could not be identified by tee at the time. There was no further discussion nor documentation of this comment in the medical record. While it is a possible that a prosthetic valve may have induced a thromboembolic event such as a splenic infarct, we have no evidence to draw that conclusion either way. This patient had a previous complaint of left leg claudication (1649833-2019-00059). She had coarctation of the aorta, which was stented, is a former 15-year smoker with a history of obesity, type 2 diabetes, and hypertension as well as multiple circulatory system disease complications with pregnancy. Whether or not these conditions may have also contributed to the patient¿s revelation is unknown. Meanwhile, thromboembolism is a known potential complication occurring at a historical rate of 3.0%/patient-year [iso 5840:2005e]. It is recognized as a potential adverse event for the on-x valve [IFU]. Potential thromboembolism leading to splenic infarct, but the evidence is inadequate to make that a definitive conclusion. Root cause is unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, patient experienced a splenic infarct (B)(6) 2019. Chemical intervention was required. This is the second of three events with this patient being investigated (reported).